Manufacturer narrative:
Based on the available information, this event is deemed a product malfunction. No patient harm was reported. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional information has been requested but not received to date. When additional information becomes available, a follow-up report will be submitted.

Event description:
It was reported that the device "was to be used in theatre for a procedure. A hair was noticed to be sealed in the sterile package." Device was not used. No patient harm was reported.